Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during analysis of the returned system controller (serial number: (B)(6). The submitted log file and the log file downloaded from the returned system controller contained approximately 9 days of data combined (B)(6) 2021 - (B)(6) 2021 per the timestamp). A driveline power fault alarm associated with a power b broken fault activated on (B)(6) 2021 from 7:39:11 to 9:43:57 and from (B)(6) 2021 at 21:04:36 to (B)(6) 2021 at 9:55:43 due to the current sense on line b dropping below the threshold amperage. The cause of the alarm resolution on (B)(6) 2021 at 9:43:57 could not be determined from the log file. The driveline was disconnected on (B)(6) 2021 at 9:55:43 to exchange the system controller, which resolved the second instance of the alarm. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller was disassembled to inspect the internal components for damage and no issues were observed. The system controller was also tested with the returned modular cable (lot number: 7280841) and no issues or atypical alarms were observed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 17feb2020. Heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use, rev. C, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment, explain how to properly care for the driveline cable, the system controller, and the system controller power cables. Heartmate 3 patient handbook, rev. C, section 10, entitled ¿safety checklists¿, and heartmate 3 instructions for use, rev. C, section f, entitled ¿safety checklist¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, the system controller power cables, and the driveline for damage. The heartmate 3 patient handbook, rev. C, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that driveline power faults and power b broken faults were observed in the log files. The alarm was cleared and then returned. It was additionally reported on (B)(6) 2021 that driveline x-rays were unremarkable.